Event description:
Report received from (B)(6) stating "the sleeve of the pack is very soft. During irrigation this sleeve turns/rotates or is shoved back and folds itself. This lead is reduced irrigation flow. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation however it is not available for evaluation.